Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a31j. Investigation summary: the analysis found that the gst60b was returned with the pan disengaged both right proximal hooks. Sled in home position. No reset mark present. Two right double drivers missing. A manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances were identified.

Event description:
It was reported that 1 unit of gst60b was defective inside the packaging. The blue part of the cartridge was dismounted from the metallic part. Also, customer saw that there was missing 2 staples on one line of the cartridge. Customer explains it like that: the orange staple line is incomplete because it misses two staples on the outside row. Customer didn¿t use the cartridge nor placed the cartridge in the echelon jaw.